Event description:
It was reported by service report that the brakes were working intermittently. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head-end brake spring was not properly secured in its slot.